Event description:
Patient was admitted to the hospital for a fever with unknown origin. Blood cultures taken from the right and left arms grew staph aureus. Blood cultures from the lifesite grew staph epidermidis.